Event description:
During preparation for cardiopulmonary bypass, the pump system displayed evidence that the status of the backup battery could not be reliably determined. There were no consequences to the patient as a result of this event.

Manufacturer narrative:
The report was confirmed and found to be caused by failure of component u24 on power manager board. As a result, battery status information was not available and resulted in the reported display of uncertain battery status.